Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This is 1 of 2 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. This report is being submitted as part of retrospective reporting related to fa1002-2025. There was no report of death, serious injury, or mistreatment associated with this event.